Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was run on a different advia centaur cp and the result was negative. The patient sample was repeated on the same instrument and the result was negative. The negative result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. The fse noted a slight drippage from the rinse block at aspirate probe 3 location. The rinse blocks were replaced and the low aspirate volumes have been addressed. The waste pump and tubing, the gray peripump tubing, and the waste bottle were replaced. Multidiluent replicates were run and results were acceptable. The quality control was acceptable. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." Instrument information: brand name: advia centaur cp; common device name: immunoassay analyzer, product code: moi; model #: advia centaur cp; serial #: (B)(4).